Event description:
It was reported that the device reached elective replacement indicator and the longevity was less than expected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors. Performance data collected from the device was analyzed. Battery depletion was indicated as time of recommended replacement time in save to disk occurred on (B)(4) 2012 device rrt<=2.62 volt. The weekly battery voltage trend data shows battery voltage was 2.64 to 2.62 volts between (B)(4) 2012. One patient alert for low battery voltage occurred on (B)(4) 2012 02:15:04.